Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: black box dates from 6/18/2015 -6/26/2015. Black box data from date of pi has been overwritten. Current black box shows no evidence of a "loss of prime" event. Pump powers with returned battery cap. Battery cap "coin slot" damaged. Battery compartment crack observed. During investigation, due to internal moisture contamination a cs 078 motor rewind error was received on each "rewind" attempt. Force sensor pins seated and solder connections intact. Further visual inspection shows moisture contamination inside pump, on motor flex cable and connector and on motor boost circuit. Investigators were unable to adequately investigate "loss of prime" complaint due to cs 078 motor rewind error. The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.